Event description:
Emerge rx balloon 3.0mm x 12mm: balloon removed from protective hoop. Before the balloon was introduced into the patient's body, dr noticed new balloon was winged as if it had been previously dilated. New balloon was pulled and used.